Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient reported infusion set did not release correctly. No further information available.